Event description:
It was reported a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was attempted. No pericardial effusion was noted prior to the procedure. Multiple watchman laa closure device and delivery systems were used. Multiple closure devices were deployed, but no closure device was implanted due to anatomical challenges and suboptimal results. The procedure was aborted and the patient was discharged home seven hours post procedure. Within one hour, the patient returned to the emergency department with a syncopal episode and right ventricle collapse. An echocardiogram showed a new moderately sized pericardial effusion with early signs of cardiac tamponade. The patient was taken promptly to the catheterization lab and underwent successful pericardiocentesis with drain placement. 410 cc of sanguineous fluid was removed. The patient has pleuritic chest pain, but his breathing has improved. The patient remained hospitalized, but his drain was removed.